Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient event log with occurrence date (B)(6) 2011 at 06:34:20 with drain volume of 2955 ml during cycle 5. Fill volume is 1800 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.